Event description:
Pt was admitted for lazer tur transurethral resection of prostate. The niagra laser worked briefly then shut down. The fortec medical representative was operating the laser and was unable to reboot the laser. Laser tur changed to regular tur of prostate with vapor electrode and usual tur instruments.